Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is presumed from the investigation result that the user did not follow the instructions for use (IFU) thoroughly. The event may have occurred because the user mistook the controlling replacement of water filters, a lack of knowledge of the equipment, and did not know about the use of acecide checker. The events are detectable/preventable by handling the equipment in accordance with the following IFU. Oer-4 operation manual chapter 7 routine maintenance 7.2 replacing the water filter (maj-2318) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. Chapter 3 inspection before use: 3.9 checking the disinfectant solution concentration level check the concentration of the disinfectant solution using a test strip to verify that the concentration of the disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. ¿ routinely check the concentration of the disinfectant solution with the test strip before performing endoscope disinfection. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Oer-4 installation manual: chapter 4 installation of equipment: 4.18 disinfection of the water supply piping. Disinfection of water supply piping is required in the following cases. ¿ before using this equipment for the first time (after installation of the water filter). ¿ immediately after replacing the water filter. ¿ whenever contamination of the water supply piping has been determined. ¿ before using the equipment when it has not been used for a long time. Use acecide in the equipment for disinfection of the pipeline. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not following reprocessing procedure. The water filter was overdue for replacement; failure to disinfect water supply pipelines; acecide concentration testing was not performed. No patient infections or injuries reported.